Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window, cracked reservoir tube lip and scratched reservoir tube window also noted.

Event description:
Customer stated that while performing a manual prime, insulin was squirting out. The customer's blood glucose level was 310 mg/dl. She also stated that the insulin pump started alarming. During troubleshooting, she performed a prime/rewind. The customer noticed that the drive support cap was protruding. Nothing further reported.